Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4318 lot #: 19335953 description: clik x anchor the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, lead, and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient's midline incision opened up and the leads were coming out. It was noted that the patient felt something tore following a fall. The patient underwent an explant procedure.